Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-19094). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device prematurely reached eri. A remote transmission five months prior showed six years remaining longevity. Device was explanted and replaced. Patients condition was good after the procedure.